Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient noticed therapy was not helping pain. Contacted the clinic where they had the impedances tested. Troubleshooting was performed, testing impedances and connectivity of the device. Impedances were out of range and tried programming around the high impedances. Contributing factors were unknown, the patient does not recall any trauma causing the extension wires to become faulty. The patient proceeded to have a surgery booked and the extensions were replaced. The extensions were fractured. Issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 37081-40 serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2025 product type extension product ID 37081-40 serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2025 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 37081-40, serial/lot #: (B)(6), ubd: 08-mar-2017, UDI#: (B)(4); product ID: 37081-40, serial/lot #: (B)(6), ubd: 27-feb-2016, UDI#: (B)(4). E1 phone number: (B)(6). H6 codes belong to the extensions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: both extensions, product ID 37081-40, serial# (B)(6)<(>&<)>(B)(6) , were returned for product analysis. The returned devices were subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis of the extension, s/n (B)(6), revealed a procedural non-conformance; all conductors were broken 8.5 cm from the proximal end, and the damage was noted to be consistent with overstress. There was also a pinch/kink in the outer insulation 8.6 and 8.8 cm from the proximal end. Analysis of the extension, s/n (B)(6) revealed a procedural non-conformance; all conductors were broken 8.7 cm from the proximal end, and the damage was noted to be consistent with overstress. There was also a pinch/kink in the outer insulation 8.9 cm from the proximal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.